Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of room temperature insulin, and remained static at 105 units. There was no impact to the customer's blood glucose level. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting for the reported event.